Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 491426, expiration date 01/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 491426, expiration date 01/31/2014). (B)(4).

Event description:
Customer received result of 29.5 mmol/l on aviva system 1, and result of 8.5 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.